Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed approximately 70 mm from the terminal end with apparent induced damage during explant, with the coils and insulation cut with a tool. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. X-ray imaging of the lead body found no anomalies. Surface abrasion was noted approximately 450mm from the tip end and calcification was observed on the outer insulation and helix tip of the distal segment. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called to review episode related to this right ventricular (rv) lead. Technical services (ts) noted that there appeared to be myopotential noise resulting in oversensing, with pacing inhibition with pauses of approximately three seconds. Further system evaluation was recommended as reprogramming options were limited. This rv lead remains in services. No additional adverse patient effects were reported. Additional information was received, the patient had symptoms of syncope and dizziness. It was noted that the rv was fractured, causing noise and the previous clinical observations. The rv was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to review episode related to this right ventricular (rv) lead. Technical services (ts) noted that there appeared to be myopotential noise resulting in oversensing, with pacing inhibition with pauses of approximately three seconds. Further system evaluation was recommended as reprogramming options were limited. This rv lead remains in services. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to review episode related to this right ventricular (rv) lead. Technical services (ts) noted that there appeared to be myopotential noise resulting in oversensing, with pacing inhibition with pauses of approximately three seconds. Further system evaluation was recommended as reprogramming options were limited. This rv lead remains in services. No additional adverse patient effects were reported. Additional information was received, the patient had symptoms of syncope and dizziness. It was noted that the rv was fractured, causing noise and the previous clinical observations. The rv was explanted and successfully replaced. No additional adverse patient effects were reported.